Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (functional pulse test failure) has been confirmed. Upon investigation the monitor failed incoming functional pulse testing and was resetting during testing. The cause of the pulse test failure and the resets was isolated to contamination in the monitor. Contamination was found on the j1002aa and j1003aa connectors on the defibrillator board. In addition, igbt q16 was shorted on the defibrillator board. The contamination caused igbt q16 to short. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a functional pulse test.